Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a video was provided for review. The investigation of the reported event is currently underway. (Expiration date: 12/2022).

Event description:
It was reported that prior to a dialysis catheter placement procedure, the puncture needle was allegedly unable to aspirate. It was further reported that fluid leakage was allegedly found from the lateral hole. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a video was provided for review. The investigation of the reported event is currently underway.

Event description:
It was reported that prior to a dialysis catheter placement procedure, the puncture needle was allegedly unable to aspirate. It was further reported that fluid leakage was allegedly found from the lateral hole. The procedure was completed using another device. There was no patient contact.

Event description:
It was reported that prior to a dialysis catheter placement procedure, the puncture needle was allegedly unable to aspirate. It was further reported that fluid leakage was allegedly found from the lateral hole. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical sample was not returned for evaluation, one electronic video was provided for review. The video shows a clinician trying to aspirate water through a introducer needle. However, air was noted aspirated into the syringe. Further upon infusion, leak was noted near the hub of the introducer needle. Therefore, the investigation is confirmed for the reported fluid leak and aspiration issue and identified air/gas in device. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 12/2022). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical sample was not returned for evaluation, one electronic video was provided for review. The video shows a clinician trying to aspirate water through a introducer needle. However, air was noted aspirated into the syringe. Further upon infusion, leak was noted near the hub of the introducer needle. Therefore, the investigation is confirmed for the reported fluid leak and aspiration issue and identified air/gas in device. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 12/2022), g3. H11: g1, h6 (method). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a dialysis catheter placement procedure, the puncture needle was allegedly unable to aspirate. It was further reported that fluid leakage was allegedly found from the lateral hole. The procedure was completed using another device. There was no patient contact.